Event description:
Pt was implanted with 4.5mm va-lcp curved condylar plate construct on (B)(6) 2011 for a distal femur fracture and repair of a malunion from an initial procedure on an unk date. Pt was returned to the operating room on (B)(6) 2012 for removal of hardware due to a non-union. Surgeon revised pt with new hardware and bone graft. Ths is 1 of 2 reports for the same event.

Manufacturer narrative:
Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received.